Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
It was initially reported that the number of events for the period were 4 however, upon further review of the event there is 1 is one more event. Hence the correct total of events is 5. In addition, with this change, the breakdown of the events changed for the lens damage was changed from 3 to 4. So there are 5 unknown suspect products instead of 4. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: additional information was received and 2 of the initially reported unknown model and serial/ lot number is now known and is as follows: brand: platinum 1 series, model: 1mtec30, lot number: ce06377 (cartridge caused the lens damage). Brand: tecnis symfony, model: zxr00, serial number: (B)(4). There were 4 investigations completed during this period. Breakdown of 4 investigations with respective lot numbers are as follows: ce06377 no product returned. 8014571822 no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: breakdown of the 4 events of is as follows: lens damaged 3, cartridge crack, lens damaged 1. Serial/lot numbers of suspect products: unknown 4. No products returned. No investigations completed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.